Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with "common failure". This condition had the potential to interrupt delivery. This condition was found in the patient's home. It is unknown when this event occurred, or if the home patient was involved. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with "common failure" was confirmed and duplicated with service finding a failure code f-49. The root cause of this condition was determined to be depleted/defective main battery. This created a malfunction in real time clock and abnormal real time clock data. The main battery was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.